Event description:
It was reported there were errors on start. The programmer will not boot up and won't accept software updates. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; programmer powered up with a system error. A printed circuit board assembly found out of electrical specification. Analysis also found the upper and lower cases were broken and the display lower hinges were worn out. Concomitant medical products: product ID 229047 analyzer. (B)(4).